Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a flow control barrel separated from the titanium spike with the insert/chip loose in the return package. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue tip (assembled inside of the flow control barrel) of a titanium transfer set was separated and off from the flow control barrel. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for two days. There was no patient injury or medical intervention associated with this event. No additional information is available.